Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained lead noise due to myopotential oversensing. The ICD was reprogrammed.